Event description:
Boston scientific corporation became aware of the following event through the article titled, eus-guided rendezvous and tractogastrostomy a novel technique for disconnected pancreatic duct syndrome with external pancreatic fistula, written by vikas singla et al. The retrospective study analyzed the data of patients with external pancreatic fistula who had undergone eus-guided rendezvous and tractogastrostomy. Internalization of pancreatic secretions was performed by placing a stent between the tract and the stomach. January 2019 and december 2019 were searched to identify patients who underwent internalization of external pancreatic fistula (epf) using a novel technique of endoscopic ultrasound (eus)-guided rendezvous and tractogastrostomy. According to the literature, four patients, all male, with a median age of 33.5 years (range 29-45), underwent eus-guided tractogastrostomy. Technical and clinical success was 100%, without any procedure-related complications. The external catheter could be removed in all the patients. At a 3 month follow-up, there was no recurrence of external fistula, ascites, or peripancreatic collect. However, at an 8 month follow-up after eus-guided tractogastrostomy; the patient had peripancreatic fluid collection (pfc) and the plastic stents had migrated. The patient was successfully treated with eus-guided transmural drainage and the plastic stents were left permanently in situ. No further information, including device availability for evaluation, has been obtained.

Manufacturer narrative:
Block b3: date of event and d6a: implant date. Approximated based on the article date range reference of january 2019 and december 2019 was searched to identify patients who underwent internalization of epf using a novel technique of eus-guided rendezvous and tractogastrostomy. Block d4: expiration date and h4: device manufacture date. The suspect device upn and lot number are not reported; therefore, the manufacture and expiration dates are unknown. Block g2: report source literature source: vikas singla, md, dm et al. Us-guided rendezvous and tractogastrostomy: a novel technique for disconnected pancreatic duct syndrome with external pancreatic fistula. Thieme open access, thieme medical, and scientific publishers pvt. Ltd., digest endosc 2022; 13 129-135, research article 129. Block h6: imdrf device code: a010402 captures the reportable event of migration. Imdrf impact code: f23 captures the reportable event of unexpected medical intervention of eus-guided transmural drainage.